Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was monitored and no error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed. Customer unable to clear the alarm from the screen with the esc and act button. Customer stated that something is wrong with the act button. The act button works intermittently. The blood glucose reading is 133 mg/dl. Customer feels that something else is wrong with the insulin pump besides the act button. The insulin pump will be replaced. Nothing further reported.